Manufacturer narrative:
This ipg serial number was included in field advisories. Result: the ipg was functionally tested using the autotest system and failed. An x-ray confirmed the test results showing that six channels feed thru wires were broken. In the follow up it was reported that the patient had fallen several times but could not pinpoint one specific instance were stimulation had changed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2014-20417.